Event description:
Per consultation report: on post operative day two, the pt experienced "cognitive slowness and neglect on the left side with difficulty interpreting objects in the left hand, suggestive of a small cortical right parietal deficit, likely a paraoperative infarct". International neurological ratio was 1.1. C revealed two "well-defined low densities on each side of the subinsular brain" that were "likely remote subclinical lacunar infarctions". The pt was treated with coumadin and eventually discharged.